Event description:
The customer contact reported unrestricted flow. The pt was being treated for an unspecified cardiac condition. At 1315, the device was programmed to deliver an unspecified concentration of heparin, with a dose of 700 units/hr, at a rate of 14ml/hr, a vtbi (volume to be infused) of 400 ml, and the delivery was started. After 1 hour and 45 minutes, the nurse noted that approximately 100ml of solution remained in the solution container and the delivery was stopped. It was reported the nurse disconnected the tubing set from the pt, with the door in the closed position, and unrestricted flow was noted from the distal end of the tubing. The physician was notified. A ptt (partial thromboplastin time) level drawn and the results were reported as 240 seconds and the customer contact reported the pt experienced a large hematoma around the IV site. The pt was treated with 50mg of protomine sulfate. The customer contact stated that the pt "recovered" and that there were no known long term effects. The device was removed from clinical service. During testing at the user facility of the device with the used tubing set, no unrestricted flow was noted. Though requested, no add'l info was provided including if the device was replaced and the therapy was resumed.

Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been received. This report represents all the info known by the reporter upon query by hospira personnel. (B) (4).